Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring inpatient insulin therapy is consistent with acute metabolic decompensation requiring medical management. Review of available information identified that glucose values remained elevated despite multiple meal announcements. The user reported no insulin delivery alerts and no observed leakage from the infusion set. The user stated that multiple infusion sets from the currently opened box had previously exhibited bent cannulas; however, the infusion set associated with the reported event was removed by hospital staff and was not available for inspection. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Review of device history identified evidence of meal announcement misuse. Based on available information, the cause of the event remains not established. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels greater than 401 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with insulin therapy, and discharged on (B)(6) 2026. No long-term health effects were reported.